Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. The customer was advised to monitor the pump and contact support again if the malfunction recurred. The issue did not persist after the reset, and the customer was able to continue using the pump.